Manufacturer narrative:
The fse indicated that the sampling probe was bent, and replaced the probe to resolve the issue. (B)(4).

Event description:
The customer reported a contained clear fluid leak of approximately one (1) ml from the probe of the coulter ac.t diff analyzer. The clear fluid leak was a mixture of blood, controls, diluent and cleaner reagent. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.